Manufacturer narrative:
(B)(4). Philip's field service engineer (fse) evaluated the device and was unable to confirm the reported issue. The touchscreen was calibrated to address the event. A root cause could not be determined.

Event description:
The customer reported that the touch screen of the machine was offset. The customer reported that the unit was not in use on patient. The event date was not specified, estimate used.